Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of MFR (B)(4) 2007.

Event description:
It hsa been reported that AED did not pass self diagnostic check.